Manufacturer narrative:
It was reported the patient also had a supris device implanted. The supris is registered under 2125050-2020-00268. (B)(4). Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, the patient's legal representative stated the patient suffered complications including severe pelvic pain, urinary and voiding problems, incontinence, difficulty with daily activities, suffered and continues to suffer multiple severe and painful personal injuries, including but not limited to urinary incontinence, physical deformity, and the loss of the ability to perform sexually. A revision surgery on (B)(6) 2018 was reported.